Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for revision procedure. Upon review, it was revealed that the right ventricular lead exhibited high capture threshold. During procedure, the right ventricular lead helix would not re-extend properly after withdrawing it. The right ventricular lead was not used and was replaced. The patient was stable post procedure.

Event description:
New information received noted that the right ventricular lead exhibited a retraction anomaly. The right ventricular lead was not used and was replaced during procedure on (B)(6) 2020.